Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a patient was implanted with the light adjustable lens+ (lal+, sn: (B)(6), +18.0d) in the left eye. The patient completed 2 light adjustments on (B)(6) 2025 but did not complete the necessary lock in treatments. On (B)(6) 2026, the treating physician observed central iol irregularities consistent with photopolymerization. The lal+ was subsequently explanted on (B)(6) 2026.